Manufacturer narrative:
Due to character restrictions in block e1 address : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine maintenance ,the cs100 intra-aortic balloon pump (iabp) could not be inflated normally, and an automatic inflation failure was prompted. The engineer was notified by phone to come and inspect. There was no injuries reported.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1, g2, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated the unit had insufficient negative pressure, and the drive valve group needed to be replaced. The fse replaced the drive valve group and 5000-hour maintenance kit, and restored the equipment's function. All functional tests of the equipment were carried out in accordance with the factory requirements. All test items are passed and the unit can be delivered to customers for use.

Event description:
N/a

Event description:
It was reported that during routine maintenance ,the cs100 intra-aortic balloon pump (iabp) could not be inflated normally, and an automatic inflation failure was prompted. The engineer was notified by phone to come and inspect. There was no patient involved.